Manufacturer narrative:
An event of complete heart block and pacemaker implantation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that prior to implant patient present with right bundle branch block and that there was calcium extending beneath the aortic annular plane. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on this information, the cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 29mm, c navitor with radiopaque markers was selected for implant. Patient developed right bundle branch block during navitor vision valve deployment that initially resolved, however, the patient redeveloped the right bundle branch block and subsequently complete heart block during their hospital stay requiring a pacemaker implant. The patient is stable,

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.